Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Send customer test strips and control solution. Most likely underlying root cause: mlc-118- user applied blood to strip before inserting strip into meter. Note: manufacturer contacted customer on 12/19/2017 in a follow-up cal; spoke to customer's mother agnes who states the customer does not want to speak due to a migraine. Mother states he does not believe it is due to diabetes, however, customer tested at 53 mg/dl yesterday (could not verify if fasting) customer did not seek medical attention and ate something to raise sugar. Mother states customer was taking metformin which affected his kidneys and enlarged his liver, doctor therefore, discontinued his metformin and placed him on glipizide and 2 types of insulin. Customer did not want to run blood test with me during call and states he will test after taking medication. Meter is no longer giving error message. Customer is satisfied with readings.

Event description:
Consumer reported complaint for symptoms and medical attention. The expected fasting blood glucose test result range is unknown for he is a brittle diabetic. The customer feels well and did at the time of call but did report symptoms of feeling dizzy on (B)(6) "2018". Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) "2018", a blood test was performed fasting by the customer and produced test results of 272 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. On (B)(6) 2017, customer was at the doctor for routine checkup and began to feel dizzy. Customer was transported to ER and tested at 630 mg/dl (did not specify if fasting or not) on hospital meter. He was diagnosed with hyperglycemia and was treated with IV fluids and insulin. Customer was discharged the same day. Customer states he is a brittle diabetic and can test anywhere between 40-400 mg/dl fasting. Customer denies diabetic symptoms at this time.